Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem relating to the white display was verified and attributed to user mis-handling. The lcd module was replaced. The damage is not consistent with normal wear and tear but from mishandling of the unit. No emerging trend based on similar reports

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.